Event description:
It was reported that this peritoneal dialysis (pd) patient reported he was in the hospital due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2025 with unknown symptoms. The patient was subsequently diagnosed with peritonitis. Pd effluent cultures were obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The pd cultures were positive for streptococcus mitis and streptococcus oralis. The patient had his pd catheter pulled. The patient transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2025 to a rehabilitation facility. The cause of the peritonitis was not confirmed. No additional information was available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler and liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation of a causal relationship between the use of the liberty select cycler and liberty cycler set and the event of peritonitis. Additionally, there is no allegation of a device malfunction or deficiency, or a cycler set defect reported for this event. Although the cause of the peritonitis was not determined, the culture result of streptococcus mitis and streptococcus oralis suggests a breach in aseptic technique. These organisms are known as normal-resident bacterial flora of the upper respiratory tract, mouth, intestine, skin, and female genital tract and peritonitis due to this pathogen is probably caused by transluminal contamination with oral flora. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Manufacturer narrative:
Additional information provided in d9 and h3. Correction provided in g4. Plant investigation: a visual inspection of the returned cycler exterior showed signs of physical damage on the bezel of the front panel. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this peritoneal dialysis (pd) patient reported he was in the hospital due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2025 with unknown symptoms. The patient was subsequently diagnosed with peritonitis. Pd effluent cultures were obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The pd cultures were positive for streptococcus mitis and streptococcus oralis. The patient had his pd catheter pulled. The patient transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2025 to a rehabilitation facility. The cause of the peritonitis was not confirmed. No additional information was available.